Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting noise and undersensing. It was later reported that the ra lead was undersensing p-waves during patient arrhythmias and that the implantable cardioverter defibrillator (ICD) failed to convert the patient's ventricular tachycardia (vt). The lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.